Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board, reformatted hard drive and cine drive and reloaded software and calibration files. System operates as intended. (B) (4).